Event description:
It was reported that the lead helix was not functioning as expected. The lead did not come in contact with body fluids.

Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).